Event description:
It was reported to nuvectra that the patient experienced pain at the pocket site. The stimulator worked well and the patient no longer has neuropathic pain. Subsequently, the stimulator was explanted.